Manufacturer narrative:
The device has been received and undergoing an evaluation but has not yet been completed. Supplemental report will be filed. MDR related to this event: 2029214-2017-00057, 2029214-2017-00058.

Event description:
Medtronic received information that, during embolization treatment of a giant carotid aneurysm, the pipeline was delivered through the catheter and it was unsheated, however the pipeline did not open. The pipeline was resheathed but it got stuck within the catheter and it was not possible to push or pull the pipeline. The entire system was removed. The customer attempted to use a new catheter and a new pipeline but the situation was exactly the same and this second system was removed. A third device was used and was successfully delivered. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source- updated this report with the PMA / 510(k) number. The pipeline flex was received with the microcatheter. The pipeline was pushed out of the catheter with difficulty. The distal and proximal dps restraints, and dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The proximal end of the pushwire was found to have kinks and bends. The distal end of the pipeline braid was found fully opened with moderately fraying; while the proximal end of the pipeline braid was found fully opened with no damage. No other anomalies were observed. Based on the analysis findings and the reported event descriptions; the report of ¿failure to open at the distal end¿ could not be confirmed, as the distal end of the received pipeline flex was found fully opened with moderately fraying. It¿s possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issue. However, the cause for damage could not be determined. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported ¿resistance¿; subsequently causing the pipeline flex and the microcatheter to become damaged and stuck. However, the cause could not be determined. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ MDR related to this event: 2029214-2017-00057, 2029214-2017-00058, 2029214-2017-00069. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.